Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and identified an issue with the tarpon amp board. To resolve the issue the fse replaced the tarpon amp board at the affected location (fl5). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 ((B)(4) for epics xl/xlmcl). (B)(4).

Event description:
The field service engineer reported complete signal loss at the fl5 position on the customer's fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.